Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 183 mg/dl. Customer was doing nothing on the pump when the alarm occurred. Customer also received a motor position encoder error alarm. Customer does not use the sensor feature on the pump. Customer stated that he had a motion sensor test failure alarm that was triggered when the pump goes into rewind. Customer was unable to perform the displacement test due to the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer called back and stated that he had a low blood glucose level of 37 mg/dl. Customer declined troubleshooting for the low blood glucose level. No further assistance needed.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be performed due to the motor error alam. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.